Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric patient experienced blood loss while using an interlink retractable t-connector extension set. The rubber port of the t-connector caved in and the patient started bleeding out. The set was replaced and the bleeding was stopped. The amount of blood lost was unknown; however, the patient needed a blood transfusion. There was no other damage or issues found with the product prior to use. The patient¿s outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection damage was observed in the interlink retractable t-connector male luer lock. The observed damage was in the form of marks on the septum and the septum was caved in and overturned. The unit was inspected to verify if the septum had the centered slit hole which was observed to be correctly in the center. A functional test, clear passage and pressure test were not performed. The reported condition was verified. The cause of the condition was use error. The labeling provided with the device states to access the interlink injection site with the interlink cannula, which is plastic, and to see the cannula directions for further instructions. Should additional relevant information become available, a supplemental report will be submitted.